Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue with dim/faded text. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. On investigation, the alleged dim display issue was not verified. The pump powered up to a clear and legible verify screen with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment crack was found to the side of the compartment next to the grip pad.